Event description:
Information received by medtronic indicated that insulin pump had cracked reservoir compartment. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On 11-oct-2021 customer alleged the pump having cosmetic damage specifically at the retainer ring. The unit p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), missing reservoir tube o-ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.